Event description:
On 04/21/2015, cormatrix cardiovascular received details of an event involving the use of a cormatrix ecm device. An article titled, "early and mid-term clinical experience with extracellular matrix scaffold for congenital cardiac and vascular reconstructive surgery: a multicentric italian study" was published 04/16/2015 in the journal, interactive cardiovascular and thoracic surgery. This article was discovered during a periodic literature review. The study includes an evaluation of 103 patients who underwent surgical repair for congenital heart disease using cormatrix ecm. The study was performed to assess the optimal indication for the material. All surgical procedures described within the article were performed sometime between 08/2009 and 01/2014. This report is being submitted to document case information for the 6th of 8 patients with arteruak okasty that later required intervention. Details of the event are provided below. It was reported that cormatrix ecm was used for arterial plasty. The patient later required balloon dilation of the pulmonary artery due to stenosis. No further complications were reported. Although patient specific information is not provided in the article, it was reported that intervention due to stenosis at the site of the ecm scaffold occurred after a median implant duration of 12.6 months (2.7 months - 23.0 months).

Manufacturer narrative:
The device remains implanted. No additional information is currently available. The article does not provide patient specific information (surgical details, pre-existing patient conditions, or concomitant therapy). The exact nature and extent of the initial arterial plasty is unknown. Although the exact product information is not available, the repair was likely performed using the cormatrix ecm for cardiac tissue repair, which is indicated for use as an intracardiac patch or pledget for tissue repair (i.e., atrial septal defect (asd), ventricular septal defect (vsd), etc. ] and suture-line buttressing. Root cause cannot be determined for this specific patient. However, the article and a review of medical literature indicates that pulmonary artery stenosis can often occur after complex congenital heart disease repair or palliation and often necessitate further surgical or interventional treatment.